Event description:
It was reported that there was undersensing in the atrial lead and the patient is complaining of pain in the device. The sensitivity was adjsuted but the lead is still undersensing. Pocket manipulation could not reproduce the pain or the noise. The lead and device are still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.